Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. The insulin pump was monitored and no blank display or unexpected power loss alarm noted during testing. The device was received with missing display window cover, cracked keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that the display did not returned. Customer stated that the insulin pump received low battery alert prior to the replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.